Event description:
Device #2 of 2: reference MFR. Report: 1627487-2018-02374. Follow up information identified a change in the position of the patient's neck was able to resolve the ineffective stimulation. The patient underwent surgical intervention on (B)(6) 2018 where the leads were removed and replaced. Postoperatively effective stimulation was received.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2018-02374. It was reported patient is no longer receiving effective stimulation. Lead diagnostics revealed multiple high impedances. Surgical intervention may be pending to address this issue.